Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the purewick female external catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the constant suction of purewick urine collection system and placement of the purewick female external catheter caused the patient some discomfort when they used in the hospital. No medical intervention was reported. Per follow up via phone (B)(6) 2021, customer stated that patient only used the purewick in the hospital, but experienced soreness forms the wick being in place all day and night. It was also stated nurse applied a cream to sooth the soreness but was not aware of what kind of cream and patient did not use the purewick other than while they were in the hospital.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the constant suction of the purewick urine collection system and the placement of the purewick female external catheter caused the patient some discomfort when they used in the hospital. Per follow up information received via phone on 17nov2021, customer stated that the patient only used the purewick in the hospital but experienced soreness from the wick being in place all day and night. It was also stated that the nurse applied a cream to sooth the soreness but was not aware of what kind of cream and the patient did not use the purewick other than while they were in the hospital.